Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) channel due to the atrial pacing. Technical services (ts) recommended reprogramming the device to avoid the ra undersensing. This pacemaker remains in service and no adverse patient effects were reported.